Event description:
The customer reported an over infusion of heparin. The heparin concentration is 25,000 units/250 mls and the order was for 1300 units/hr (13ml). A new bag was hung on (B)(6) 2013 at 2230. At 0510 on (B)(6) 2013, there was only about 50ml left in the bag when there should have been about 100ml. The tubing did not have any leaks to explain a loss of solution. No other treatment for the patient was required. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The reported issue of an over infusion of the drug heparin could not be definitively confirmed. The log analysis indicated that the infusion was programmed as intended. The device recorded a volume infused of 81.826ml from a programmed vtbi of 250ml. The actual bag volume could not be ascertained from the log analysis. The log also indicated the pump module performed prior heparin infusion on the same patient with no reported infusion discrepancies. Visual inspection of the device found no significant issues or anomalies. Functional testing was performed and the device infused within specification and had no observed issues or anomalies during the infusion. The disposable set in use at the time of the incident was not returned for investigation. A root cause for the customer's reported experience could not be identified.